Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the lead was explanted and replaced.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025, and the procedure was aborted due to csf leak. Further surgical intervention may be pending,

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7672421.

Event description:
It was reported that the patient's drg lead had migrated. As a result, surgical intervention may take place at a later date to address the issue. It is unknown which lead had caused the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.